Event description:
During service by baxter, the device failed accuracy test with underdelivery on channel b. Information was not provided regarding whether or not there had been any patient injury or medical intervention associated with the device.